Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported failure and attempted to reproduce the problem with test balloon and trainer, but could not recreate the error. The stm replaced fiber optic board and lamps because report from staff mentioned an issue with fiber optic signal readings. After testing autofill, found that helium tank supply was less than 250psig which is the most likely cause for the intermittent autofill issues. Instructed staff to change helium tank. The stm completed preventive maintenance. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was the returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.